Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) powers on but no longer function, was confirmed through functional testing. The root cause was corrosion that seized the brake gap. Upon visual inspection, cracked bottom and front covers and damaged head restraint wire was observed. Corrosion was observed on the top cover metalized coating. These observations were not related to the reported event. The platform was functionally tested and during initial power up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a seized brake gap due to corrosion. The root cause of the ua 16 error message is due to this observed issue. After the replacement of the damaged parts and the brake gap was cleaned, the platform was further functionally tested and passed specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints reported for autopulse with serial number (B)(4).

Event description:
On (B)(6) 2018, the autopulse platform (sn (B)(4)) was contaminated by fecal matter. During decontamination, water and cleanser went in the platform, as a result the platform powers on but no longer functions. No patient involvement.

Manufacturer narrative:
Based on the investigation, the additional information provided was not confirmed.

Event description:
Additional information received on 21 nov 2018: upon decontamination for the autopulse platform, the platform turned on however blank screen was observed on the user control panel.